Event description:
It was reported that during rotator cuff repair surgery, the opus speedscrew implant was not locking the suture, it gets jammed in to left side. At this point, the anchor was already inserted, so it is clear that the same had to be possibly removed since a backup device was used to complete the procedure. There was no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: - do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. - the implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. The use of a locking suture stitch (i.e. Modified mason-allen) requires the use of the independent tensioning feature to maintain tension in the suture legs. Visual inspection of the speedscrew implant device shows a non-deployed device partially loaded with clinical suture. No manufacturing discrepancies. Anchor was deployed and the plug remained attached to the rod during functional test. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) incorrect alignment during or after insertion. (2) excessive torque (3) inadequate tension distribution applied to cuff. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during rotator cuff repair surgery, the opus speedscrew implant was not locking the suture, it gets jammed in to left side. At this point, the anchor was already inserted, so the anchor was removed from the patient with a pair of scissors to cut the suture. A backup device was used to complete the procedure. There was no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.